Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis and dehydration. Customer¿s blood glucose was 980 mg/dl at the time of incident. Customer had a symptom like vomiting constantly, sweaty/fever, excessive thirst, dehydrated. Customer treated with flex pen. Customer also stated that the drive support cap is flush. Customer stated that the insulin pump is not pumping insulin and it is not displaying anything on the pump. Customer was wearing a pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm, and excessive no delivery alarm test. No blank display or loose drive support disk noted during testing. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip, shifted end cap sticker and cracked battery tube threads.